Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridges leaked insulin into the cartridge compartment of the infusion device. It was alleged that this has occurred with four different cartridges. The reporter stated that the insulin cartridges came from two separate boxes, but were the same lot/batch. The customer alleged the cartridges from this lot were defective. The patient experienced elevated blood glucose results. No adverse event was reported. The insulin cartridges were requested to be returned for product evaluation.